Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam. As a result, the patient was scheduled for exchange with a mentor saline implant on (B)(6) 2025. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates are conducting follow-ups. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
On september 22, 2025, the mentor analysis lab received the suspect medical device for evaluation. On september 29, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4)..

Manufacturer narrative:
On july 29, 2025, mentor was provided with an updated explantation date. Date of explantation: (B)(6) 2025. On august 05, 2025, mentor was provided with an updated date of implantation. Date of implantation: (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2025, mentor was notified that the explantation date was rescheduled again. Date of explantation: on (B)(6) 2025. On september 08, 2025, mentor became aware that the patient underwent bilateral exchange with mentor saline implants during the revision surgery. Manufacturer¿s reference number: (B)(4).